Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with unexpected restart alarm. It was reported that the customer was changing their infusion set when the device alarmed. The customer's blood glucose level at the time of incident was 254mg/dl. The customer states they will be completing a rewind and change out the infusion set and call back.